Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received several inappropriate therapies due to noise. The pace/sense impedance had been intermittently low. The lead was explanted. The patients condition is stable.

Manufacturer narrative:
Insulation and conductor damage was noted at 29.0-30.3cm from the connector pin consistent with clavicle crush damage. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise, inappropriate shock and low lead impedance.